Manufacturer narrative:
This investigation is completed. Upon further information this investigation will be updated.

Event description:
It was reported that there was a potential right atrial lead dislodgment when it comes to this case. Boston scientific technical services discussed investigating the case due to potential signs of a lead dislodgment. It was noted that atrial pacing spikes were seen in the right atrial and right ventricular electrocardiogram. No adverse patient effects were reported. Additional information noted that it was not possible to obtain any further information when it comes to this case, and the health care professional was not aware of the dislodgment allegation. At this time no additional information is available when it comes to this case.